Manufacturer narrative:
Analysis from failure analysis engineer. The product was sent to the failure analysis lab for further material analysis. "The cutting head of this bur has become separated from the inner shaft and become dislodged. The bur head was cleaved at the first spiral wrap on the distal end. This part has broken by an axial pulling-force being applied to the bur which has elongated the spiral wrap directly behind the bur head. This elongation has decreased the spiral wrap in this area and the subsequent application of rotational force to the spiral wrap in application has induced a stress greater than the yield strength of the spiral wrap leading to cleavage of the spiral wrap and the subsequent dislodging of the bur head from the bur."

Event description:
It was reported that during a scheduled surgical procedure, "the drill was broken during doctor grinded the bone", [the bur was broken during drilling]. There was no additional medical or surgical care required nor was there a delay of surgery as a result of this event. Neither death nor serious injury occurred related to this event. No further information is provided.

Manufacturer narrative:
The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. (B)(4). Pending results from failure analysis engineer. The powered handpiece system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with multiple handpieces. The disposable bur related to this particular event is a high speed, 70 degree diamond bur. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition".